Event description:
It was reported that the "c-arm moved on its own". No injury reported. A field engineer was dispatched to the site and determined that during a tomo sweep, the tomo arm forced the c-arm to move. The tomo potentiometer was replaced and once this was completed the system was working as intended.